Event description:
A report was received that the pt's ipg was exposed. The physician elected to explant the ipg in order to avoid a possible infection. The pt was reportedly doing well post-operatively.